Event description:
It was reported that "while implanting a 3.5 x 12mm anchor-c self drilling screw it was noticed that the locking ring attached to the screw had become disassociated from the screw. The surgeon decided to remove the screw and replace with a 4.0 x 12 mm self drilling screw without incident."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.